Event description:
Pt revised due to subsidence and loosening of tibia.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not reveal any other reports for the reported product lot number. The initial reporting stated the product is not suspected of failing to meet specs or contributing to the event. The investigation could not verify or draw any conclusions about the root cause of the reported loosening. No evidence was found suggesting product contribution to the reported event and the need for corrective action is not indicated. Should add'l info be received the investigation will be reopened. Depuy considers the investigation closed.